Event description:
It was reported that during a lap sigmoid colectomy procedure, the seal cap assembly shredded when the surgeon inserted his hand. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.